Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 9 am for diabetes ketoacidosis and a blood glucose level of 498 mg/dl. The customer experienced the following symptoms: vomiting and nausea. The customer stated that she was using the insulin pump and manual injections prior to her hospitalization. The customer had received multiple no delivery alarms from her insulin pump during bolus and was unable to clear them with a reservoir, infusion set, and insulin change. The infusion set cannula was also not bent. Standard troubleshooting was unable to be performed while the customer was in the hospital. The product has been returned. Nothing further was reported.